Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: broken. Probable root cause: design: improper packaging design. Product design insufficient to withstand transport process. Product manufactured out of specification -improper assembly application. Rough handling during shipping. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.